Event description:
Voluntary medwatch received states that the atrial lead was damaged. Additionally, the atrial lead exhibited noise over sensing resulted in atrial tachy response (atr) and signal artifact monitor (sam) episode. No intervention or procedure was reported. No adverse patient effects were reported.